Manufacturer narrative:
Anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Embolism and ischemia are known and anticipated complications to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
During the stent assisted coil embolization with balloon remodelling of the right ophthalmic artery aneurysm, the patient suffered an embolism with ischemia. Immediately after the procedure the patient's condition worsened. Three months post procedure the patient was discharged with severe "physical or mental disability (dependent)". No other information was provided.